Event description:
During a clinic follow-up, an increase in the pacing impedance and a loss of capture was observed on the left ventricular (lv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.